Manufacturer narrative:
(B)(4). Date of initial report: 11/11/2014. Date of follow-up report: 01/22/2015. Evaluation of the incident device found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device activated on its own during a caesarian procedure, resulting in a light burn to the patient's skin on the right side of the belly. A tulle gras type dressing was applied to the burn.